Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
On an unspecified date, an 'enfit lopez valve' (with an unknown list and lot #) reportedly leaked every time the clinician turned on the other port from an unspecified mating device to administer an unspecified medication. There was no report of any human harm.